Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that there was a revision of the I mplantable neurostimulator (ins) happened a year after they were implanted. Patient stated that when the ins was replaced, they had a pain for over a year. Patient also mentioned that the doctor said that the manufacturer gave a wrong ins and it was not compatible. Patient stated that the ins was moved from left to right and the pain was gone. Agent asked, patient mentioned they did not remember the name of the healthcare provider (hcp) who did the revision.